Event description:
It was reported that during the femur fracture fixation procedure surgeon was trying to pass cable through the tensioner, but the cable got stuck. Surgeon could not get the cable out - cable had to be cut. Used a competitive cable system to complete the procedure. This incident added about 10-15 minutes to the surgery time. No pieces were broken. No patient impact.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record revealed no issues related to the complaint. Visual exam found the cable lodged inside the instrument. After the cable was removed from the instrument the instrument functioned as intended. A dimensional evaluation revealed the device meets specification. Conclusion: no root cause was determined and the complaint is considered invalid from a manufacturing standpoint.